Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Insulation damage was noted at 27.6-27.8 cm from the distal tip consistent with clavicle crush damage. All the outer coil filars were fractured at this location. This is consistent with the observation from the field of noise and fracture.

Event description:
It was reported that the patient presented for lead replacement due to ra and rv lead noise. Fracture was observed on both leads due to medial venous access and clavicular crush. The leads were capped and replaced on (B)(6) 2018. There were no intraprocedural complications.